Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was unable to vibrate due to broken vibrator black wire. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had experienced high blood glucose for the last couple of days. Blood glucose value is unknown. Customer had treated with the insulin pump. During troubleshoot, the customer stated the drive support cap is recessed and she did not see any air bubbles in the tubing. Customer declined to further troubleshoot and reported that the insulin pump is not vibrating even though the alert type is set to vibrate. Customer stated she had a low reservoir alert and did not feel the device vibrate. Customer changed the battery and stated that the device failed to vibrate during the selftest. The insulin pump was replaced and returned for analysis.